Event description:
Haemonetics received a complaint on (B)(4) 2013 for an orthopat device with the description "disk breakage and blood leak." No pt or operator injury reported.

Manufacturer narrative:
The device was returned and evaluated. Fluid ingress was found. The power supply was damaged due to the ingress. There was no evidence of sparking or fire. The device was cleaned, repaired and upgraded to the current fluid ingress remediation. (B)(4).